Event description:
It was reported this bilary stent was successfully placed in the right common iliac without the benefit of an introducer sheath. Difficulty was encountered withdrawing the delivery system at the entry site. Continued exertion against resistance resulted in vessel spasm. Following withdrawal of the delivery system, another MFR's stent was placed overlapping the symphony stent. The spasm caused the vein to thrombose which resulted in the pt becoming slightly ischemic. An embolectomy procedure was subsequenctly performed. The pt's condition is good. A delivery system with the safety switch off and the trigger in the start position was rec'd, evaluated and retained by this MFR. The stent remains implanted and was therefore not returned for eval. The engineering eval indicated the teflon sheath was fully retracted with a 90 degree kink located in the shaft on the proximal side of the control ring. The teflon sheath was accordioned at the site of the kink. This device was used in an non-indicated procedure, right common iliac stent placement. It was indicated this stent was placed without the benefit of an introducer sheath, as per out "dfu's". Difficulty was encountered during withdrawal of the delivery system and continued exertion was imposed to forcibly remove the delivery system. This device displayed characteristics consistent with exertion against resistance, an accordioned and kinked delivery system. Therefore, co believes the above factors contributed to this event and do not attribute it to the device. Directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms...precaution: always use an introducer sheath for the implant procedure, to protect both the liver tract and puncture site. An introducer sheath of a 7 french or larger size is recommended.